Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 110010271, g7 osseoti multihole 66mm, I r3714016a; ep-200160, act artic e1 hip brg 28x54mm, 950150; unknown zimmer head; unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product ¿ biomet g7cup catalog#: 110010271 lot#: r3710416a, biomet bearing catalog #: ep-200160 lot# 950150. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately one month post-implantation due to unknown reasons. During the procedure, an irrigation and debridement was performed and acetabular cup, liner and dual mobility bearing were removed and replaced. There was difficulty removing the metal liner, but it did not cause a significant delay or patient injury. No other patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.